Event description:
It was reported that "although the dpt zeroed, an abnormally high value was shown on the monitor during use." Sample of tracing is not available. There were no patient complications reported. Further information such as the value shown on the monitor, expected value, error messages, the shape of the waveform, if the value and the waveform matched or if the patency of the line confirmed, but these information could not be obtained from the customer.

Manufacturer narrative:
Evaluation pending return of the device. Once examined a supplemental report will be submitted.

Manufacturer narrative:
The dpt zeroed but did not sense pressure on a pressure monitor. Electrical testing showed an open condition at the input circuit. The #1 solder joint was not making contact with the pad. The reported defect was confirmed to be a manufacturing non conformance. Actions were previously opened for this issue and improvements are being added to the manufacturing process to prevent complaints of this type. Lot number was not provided; therefore, review of the manufacturing records could not be completed.